Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.